Event description:
It was reported that the 9800 system would not boot up. No pt injury was reported.

Manufacturer narrative:
The customer canceled the service call. A f/u report will be filed when add'l details become available. This MDR is related to ge healthcare complaint.